Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an unrelated procedure, the patient's right atrial lead exhibited decreased sensing and increased capture threshold. Programming changes were made. The patient was stable.

Event description:
New information received noted while the patient was in the hospital due to the previously reported unrelated procedure, the patient received high voltage therapy. Upon review, the right atrial lead exhibited undersensing. Programming changes were performed. The implantable cardioverter defibrillator exhibited intermittent right ventricular oversensing with atrial loss of sensing which resulted in inappropriate diagnosis and the delivery of anti-tachycardia therapy (atp). The atp accelerated the patient's rhythm to ventricular tachycardia/ventricular fibrillation. On feb 11, 2019, the patient's right atrial lead exhibited intermittent sensing. Programming changes were performed. The patient was stable.